Event description:
Pt with 50% tbsa full-thickness burn chronically malnourished (albumin 1.7 g/dl) on admission). The surgeon estimates her mortality risk on admission approached 100%. Wound excised to fascia and dermagraft-tc (dgtc) applied on 5/5/97 and 5/7/97. Cultures taken at surgery prior to dgtc placement grew candida organisms (wounds and sputum). Her pulmonary condition required tracheostomy and ventilatory support. Purulence developed under dgtc, and cultured acinetobactor and stapholococcus, as well as candida, and dgtc was removed. Pt's pulmonary condition worsened, and blood cultures grew candidan and other organisms. She was allowed to die on 6/28/97. Infections are common complications of burns and the surgeon stated emphatically that the death was not related to the dgtc.